Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for high blood glucose. She experienced had difficulty breathing and was vomiting a lot so 911 was called. Her blood glucose at the time of the 911 call exceeded 600 mg/dl and got close to 700 mg/dl. It was confirmed that she went into diabetic ketoacidosis. At the hospital she was treated with an IV drip, and her blood glucose during the call was 388 mg/dl. Troubleshooting was initiated to inspect the pump and the nurse found that the drive support cap was flush. The customer called back a few days later, the customer was released from the hospital. Her blood glucose was 113 mg/dl. She was assisted with retrieving her pump settings and with arranging a replacement. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.